Manufacturer narrative:
The customer returned the device to olympus. The customer¿s allegation of fluid invasion with no leakage was confirmed. This was due to a leak at the scope connector cover (sc-cover) unit. Additionally, it was discovered there was a yellow foreign matter found within the nozzle. The plastic distal end cover (c-cover), connecting tube and bending section cover (a-rubber) adhesive were found with the same kind of foreign material. The following findings were also identified, and are as follows: the scope cover had a crack, the air/water (aw-cylinder) had no color, the suction (s-cylinder) had no color, due to deformation of sc cover unit, water tightness is lost, the plug unit had a scratch, the scope connector case (sc-case) unit is dirty due to water leakage, the label on s-connector is damaged, the c-cover has foreign objects, the light guide lens had a crack, adhesive on a-rubber has foreign objects, the connecting tube had foreign objects, and the universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced an infiltrated instrument. It was unknown when the event occurred. The intended diagnostic upper egd procedure was completed using the same device. The canals are swept several times during manual washing as per procedure operative. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly as a result the foreign material was not eliminated due to occurrence of leakage. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - detection method is included in operation manual chapter 3 preparation and inspection. - preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.